Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00774. The patient received an scs system including two percutaneous leads from different lots. It was reported that the patient was feeling stimulation in the wrong leg. Follow-up on this matter found that migration had been detected for both the patient's leads via x-ray. Surgical intervention will be undertaken at a later date to address this issue.